Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 3 seconds. The device was removed without problem with the usual method. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.